Event description:
Philips received a complaint on the dfm100 device indicating power supply error. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. The rse offered the repair quote which the customer did not accept. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer did not accept the repair quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.